Event description:
The device was used during a video assisted thoracic surgery bullectomy procedure. Reportedly, the approximating lever broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.